Manufacturer narrative:
Lead model # 39565-65 lot # v838621004 implanted (B)(6) 2011 explanted unknown; programmer model # 37743 lot # nke172071n; recharger model # 37752 lot # nka158540n. Additional information determined that the correct manufacturing site for this event is site # 3004209178.

Manufacturer narrative:
Lead: model 39565, serial #unknown, implanted: unknown, explanted: unknown.

Event description:
Additional information received noted that the patient continued to have most of the electrodes exhibiting impedances of greater than 20k. The patient was getting coverage with the few remaining electrodes and was able to recharge with out a problem.

Event description:
It was reported that during an implant procedures impedance readings of >40,000 were received on multiple pairs. Repeated impedance checks did not reveal consistent pairs >40,000. Testing with the lead revealed normal impedances. Additional information has been requested, but was not available as of the date of this report.